Manufacturer narrative:
Result: damaged fowler brake clutch.

Event description:
It was reported by service report that the fowler drifts down with no weight. It is unk if there was pt involvement or adverse consequences to report.